Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared. No further information was available.